Event description:
The customer reported the ventilator alarmed during operation due to an oxygen device failed occurrence. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. The manufacturer's service technician confirmed the reported event, and verified an oxygen device failed occurrence in the ventilator diagnostic log history. The service technician replaced the oxygen solenoid valve to address the reported problem. Applicable final testing was completed and passed to specifications.